Event description:
Pt underwent bariatric surgery. The following day after the surgery pt became symptomatic and was taken back to or for a possible leak. Two days after the event day pt developed respiratory distress and was intubated. Pt also developed acute renal failure. Three days later pt was transferred to another facility for possible hemodialysis. Pt recovered and was eventually discharged.